Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The lesion being treated was a 99% stenosed, calcified, moderately tortuous lesion of the distal circumflex. Another MFR's 2.75x12mm drug eluting stent was unable to cross the lesion and this 2.5x20mm taxus liberte stent was attempted. The taxus liberte stent was also unable to cross the lesion and the stent struts were found to be lifted upon removal. Another MFR's stent was attempted, but also unsuccessful. A fourth stent, a 3.0x20mm taxus liberte stent was successfully implanted to complete the procedure. There were no pt complications and the pt was reported to be "good".